Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer accidentally dropped the pump and the pump is now unresponsive. There was no patient involvement, as the pump was being used for demonstration purposes only.